Manufacturer narrative:
It was learned upon further follow-up that implant date provided in the initial MDR submitted was incorrect. Section below was updated to reflect the correct implant date. Section d6: if implanted, give date: (B)(6) 2020. Also, additional information was obtained, therefore appropriate sections below were also updated. Additional information: section b3: date of event: (B)(6) 2020. A replacement iol zlb00 16.0 diopters, serial number (B)(6) was implanted. Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 9/8/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut almost completely in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate between (B)(6) 2020. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) exchange occurred five months after the original surgery to give the patient plenty of time to neuroadapt to the symfony toric iol. The doctor indicated that the patient had tecnis zlb00 in her other eye and constantly, all through the smooth period, preferred her vision in that eye. Visual acuity (va) in operative eye was pre-op 20/60, va post-op 20/20. Visual symptoms were symptoms blurry and halos. No adverse events. No other information was provided.